Manufacturer narrative:
Block b5 has been updated with the additional information received on september 4, 2024, and september 10, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a gallstone during a cholecystolithotomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but endoscopic ultrasonography revealed that the flange did not expand. The stent was removed still partially deployed on the delivery system, and during removal, bile leaked into the abdominal cavity. Subsequently, an endoscopic retrograde cholangiopancreatography (ercp) was performed, during which a biliary drainage catheter was inserted into the gallbladder, the organ was filled with water, and a new stent was successfully implanted. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was intended to be placed to treat a gallstone. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a gallstone. Additional information received on september 4, 2024, and september 10, 2024: it was reported that the stent was removed and during the removal, the bile leaked into the abdominal cavity. A new axios stent was inserted into the gallbladder, but without injection of water and was successfully implanted.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the deployment hub detached. Functional inspection was performed, the outer sheath was manually moved from position 2 to 4 and the stent was able to be deployed. A dimensional inspection was performed, and the stent dimensions did not immediately meet specifications as the stent was slower to expand than anticipated. No other problems were noted to the stent and the delivery system. The investigation concluded that the observed problem of deployment hub detached was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. The reported event of stent failure to expand was confirmed as the stent was slow to expand and did not meet dimensional specifications immediately after manual deployment. However, the specification that the stent was measured against is intended for manufacturing (prior to stent loading or storage). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specifications. Stent expansion rates can be also impacted by compression, time, temperature, and humidity; and slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. Because the largest stent sizes are compressed more, these are more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Thus, the stent slow to expand events are anticipated, and the axios instructions for use (IFU) provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. Taking all available information into consideration and the circumstances that the user observed during the issue encountered, are not sufficient to determine a potential root cause. A review of the manufacturing records for the associated lot confirmed that the device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Therefore, cause not established is selected as the most probable cause for the complaint. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to treat a gallstone. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a gallstone. Additionally, biliary leak is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a gallstone during a cholecystolithotomy procedure performed on july 3, 2024. During the procedure, the first flange of the stent was deployed, but endoscopic ultrasonography revealed that the flange did not expand. The stent was removed still partially deployed on the delivery system, and during removal, bile leaked into the abdominal cavity. Subsequently, an endoscopic retrograde cholangiopancreatography (ercp) was performed, during which a biliary drainage catheter was inserted into the gallbladder, the organ was filled with water, and a new stent was successfully implanted. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was intended to be placed to treat a gallstone. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a gallstone. ***additional information received on september 4, 2024, and september 10, 2024*** it was reported that the stent was removed and during the removal, the bile leaked into the abdominal cavity. A new axios stent was inserted into the gallbladder, but without injection of water and was successfully implanted.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the deployment hub detached. Functional inspection was performed, the outer sheath was manually moved from position 2 to 4 and the stent was able to be deployed. A dimensional inspection was performed, and the stent dimensions did not meet specifications. No other problems were noted to the stent and the delivery system. The investigation concluded that the observed problem of hub detached was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. The reported event of stent failure to expand cannot be confirmed. Taking all available information into consideration, investigation findings do not lead to a clear conclusion about the cause of the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to treat a gallstone. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a gallstone. Additionally, biliary leak is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a gallstone during a cholecystolithotomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but endoscopic ultrasonography revealed that the flange did not expand. The stent was removed still partially deployed on the delivery system, and during removal, bile leaked into the abdominal cavity. Subsequently, an endoscopic retrograde cholangiopancreatography (ercp) was performed, during which a biliary drainage catheter was inserted into the gallbladder, the organ was filled with water, and a new stent was successfully implanted. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was intended to be placed to treat a gallstone. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a gallstone. ***additional information received on september 4, 2024, and september 10, 2024*** it was reported that the stent was removed and during the removal, the bile leaked into the abdominal cavity. A new axios stent was inserted into the gallbladder, but without injection of water and was successfully implanted.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a gallstone during a cholecystolithotomy procedure performed on july 3, 2024. During the procedure, the first flange of the stent was deployed, but endoscopic ultrasonography revealed that the flange did not expand. The stent was removed still partially deployed on the delivery system, and during removal, bile leaked into the abdominal cavity. Subsequently, an endoscopic retrograde cholangiopancreatography (ercp) was performed, during which a biliary drainage catheter was inserted into the gallbladder, the organ was filled with water, and a new stent was successfully implanted. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was intended to be placed to treat a gallstone. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a gallstone.